Event description:
It was reported, the patient developed an infection at her lead site. The infection allegedly was discovered when the patient was hospitalized for an unrelated cardiac episode. The patient was treated with intravenous antibiotics and is currently being seen at a wound care center for management of the infection. It was reported no devices were explanted. No further information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot and replaced. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.